Event description:
The user facility reports one incident of a leak in the venous tubing at initiation of hemodialysis treatment. Blood volume in the venous portion of the line was discarded resulting in ebl = 50-100 cc. No patient injury or need for medical intervention is reported. MDR is filed for blood loss only.